Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (tes non-functional) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open along the pulse wire inside the cable that connects ECG "a" and "b" to the front te pad. The cause of the test failure is the open pulse wire. The root cause of the open pulse wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the therapy electrode pads were non-functional.